Manufacturer narrative:
Correction: section d1 brand name: in the initial report the brand name was sent as unk_ellips fx phaco handpiece however the correct brand name is unk I/a handpiece. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there were small micro-fragments of what appeared to be red rubber slivers from a phaco fit I/a handpiece that was discovered in the capsular bag during surgery. The surgeon successfully visualized the fragments and removed them intraoperatively, successfully completing the cataract procedure with no patient issues. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: information was requested however, customer did not provide it. Section d4: UDI #: unknown as serial number was not provided. Section d4: serial number#: unknown/not provided. Section d4: expiration date: unknown, as the serial number of the device was not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Manufacturer narrative:
Additional information/device evaluation: section d9: device available for evaluation: yes, returned to manufacturer on sep 27, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: during the initial inspection, it was observed that the o-ring in question was found to be missing two sections, one on the inside edge and one on the outer edge. No lot number or other identification marking were provided. The o-ring exhibited signs of stretch and deformation with an increase of approximately 0.006" in ID and an expansion of around 0.005". These changes in dimensions suggest that the o-ring may have undergone wear and damage over time. Another potential root cause could be that the incorrect size o-ring was used. However, without the part number of the I/a handpiece, it is not possible to verify if the correct o-ring was used. The most probable root cause of the debris was determined to be age-related degradation of the o- ring, as indicated by signs of stretch and deformation. The instructions provided in the directions for use (dfu) for replacement o-rings were found to be adequate in detecting defects prior to operation, including nicks, tears, and the replacement of o-rings every 12 months. This complaint is filed as ' functional defect", since the o-ring damage is confirmed, and the reported red rubber fragments are from damaged o-ring. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.